Manufacturer narrative:
The device has not been returned for analysis. Upon completion of our investigation, a supplemental report will be submitted with the analysis conclusion. Manufacturer reference: (B)(4).

Event description:
Dr. (B)(6) reported that a silent nite 3d one piece appliance has broken. Reportedly the lower left button broke off. No injury was reported.